Event description:
It was reported that during routine follow-up, the atrial lead exhibited undersensing and an increase in pacing thresholds. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.